Manufacturer narrative:
(B)(4). Date sent: 2/27/2026. B3: unknown; captured as awareness date. D4: batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was obtained: during japan qa visual investigation, one grey burr was found. Damages were found on the shaft and inside the shaft. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an ob-gyn procedure, an unknown fragment fell from the tip of the probe shaft on surgical field. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/9/2026. D4 batch #: a98g1v. Corrected data: d4 UDI #. Investigation summary . The product was returned for evaluation. Visual analysis of the returned sample revealed that the device was returned with no apparent damage. In addition, a gray plastic burr was returned. Upon visual inspection of the holes in the distal portion of the shaft sheath, burrs were observed on the edges of the holes. The returned plastic burr belongs to this device. The reported event was confirmed by the issues found. The instrument was tested for continuity and was found to be conforming. Additionally, photos were provided and they showed the condition of the reported event. Our manufacturing process has been identified to be the possible cause of this issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery quality system. A manufacturing record evaluation was performed for the finished device batch a98g1v, and no non-conformances were identified.